Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump miscalculated a bolus. Customer¿s blood glucose level was 181 mg/dl. Although requested, pump logs were unavailable for review, therefore the alleged root cause could not be confirmed. Customer continued to use the pump for insulin therapy.